Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual examination of the complaint device revealed that the device did not have any visual defects and there were no abnormalities found. Functional analysis was performed; however, the balloon would not hold pressure due to a pinhole found near the proximal bond of the balloon. This failure is likely due to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the left side of the colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was noted to have a hole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.